Manufacturer narrative:
Product part no. Cfn-766896 product lot/serial/batch no. (B)(4). Part/lot number are unknown. The caps/diaphragms documented as received for evaluation. Based on the reported issue, no investigation performed; this is a known issue and has been address with an internal action.

Event description:
The customer reported event which occurred in (B)(6) as follows: subject: product complaint -we have recently received a complaint in relation to one of your products. The details are as follows: product description cap/diagphragm set bx4 qty involved (B)(4) qty to be returned. The description of the complaint is: "the picu attempted to set up the 3100a for a deteriorating pediatric patient but the unit continually failed the initial set up pressure test. They replaced the cap/diaphragm as per instructions - all three at one. They changed approximately (B)(4) individual cap/diaphragm, all from lot #, the unit continually failed. The decision was made to send the whole unit to biomedical engineering for testing as they assumed the unit was faulty. They set up the 3100b, an adult unit capable of ventilating pediatric patients. This passed all set up tests as it uses a different circuit and the cap/diaphragms are included in the circuit set. It is of note that the original 3100a passed the setup test in biomedical engineering as they had a different batch of cap/diaphragms."